Manufacturer narrative:
Relevant tests/laboratory data, including dates , corrected data, initial MDR inadvertently omitted settings previously known.

Event description:
The patient was not exposed to any large magnet such as an MRI. The patient had no known medical procedures, scans, tests, etc. Since the implant. She has never held the magnet over the device for any extended period of time. She had only used it in an attempt to abort the seizures that she experiences. She does experience very frequent seizures. Up to 10 to 15 seizures a day. Surgery has not occurred to date.

Event description:
It was reported that a patient was having an increase in seizures and cannot feel stimulation. She stated that there an initial improvement in seizure activity after the vns was placed, but that was short lived and the patient has been having 10-12 seizures/day recently. The patient had a follow-up appointment and there was difficulty programming the patient¿s generator. The sales representative was able to interrogate it without any difficulties, but when she tried to switch from scheduled programming to manual mode, it would give her error code 254. When she tried to apply a schedule to scheduled mode, it also gave her the same error. She was not able to program any of the patient's settings without getting error code 254. She used two programming systems with the wand on bluetooth and plugged in for both of them and she got the same error code every time. She confirmed the batteries in the wands were not depleted and that they were not near electrical equipment. The wand was reset as well, but when she tried interrogating after the reset, it showed error code 350 when trying to switch to manual mode. She also confirmed trying multiple positions of both wands, and confirmed that the wand was kept approximately half an inch from the generator. A generator reset was then performed. Upon re-interrogation, she was given a warning message that the device was at low impedance. She also noted that the patient's generator was still programmed to 0.75ma after the generator reset. She then performed a system diagnostic test and re-interrogate the device, but it continued to show the low impedance. She checked the previous session report from earlier today and it had normal impedance. She was able to change the patient's settings now, but it continued to give a low impedance warning. The representative indicated they were nor near any electrical equipment that would interfere and they moved from one room to another so that the physician could continue seeing patients as we attempted to resolve the issue so there were 2 completely different environments, neither of which contained any equipment that would interfere. During this time, the patient had 2 seizures and lost consciousness. This was not unusual based on her seizure history but speaks to the urgent need for a therapeutic level of vns. After the reset, I was able to change the output settings on the device. The patient stated that when she swiped the magnet she could feel ¿a tickle in her throat¿ at that setting. He also adjusted the duty cycle and decreased the off time from 5 minutes to 3 minutes, increasing the duty cycle to 16%. Further review of tablet data received after this visit suspected that there may be a hardware malfunction with the generator's magnet detection circuitry, and that in this state, the device does not deliver any therapy despite diagnostic results indicating that current was delivered. At a later follow up clinic visit, diagnostics were performed again and still indicated low impedance. A review of the device history records for the generator indicated that the device met all specifications and passed all quality inspections prior to distribution. No surgery has occurred to date. No additional relevant information was received to date.

Event description:
The patient underwent generator replacement. The generator was received fro analysis. Analysis is currently underway but has not been completed to date.

Event description:
Analysis was performed on the returned generator. The reed switch was found operational upon receipt as low impedance was not detected and the device could deliver therapy. The time of reed switch opening is not recorded. Review of the magnet status indicated forty eight magnet holds and 1818 magnet swipes, which would indicate that the reed switch was stuck during the implant. No functional anomalies were noted with the generator while it was evaluated.

Manufacturer narrative:
Event description; corrected data, supplemental report #3 inadvertently omitted details of analysis.

Event description:
The reed stuck closed was not duplicated in the pa lab. Review of the magnet status indicated forty eight magnet holds and 1818 magnet swipes. Which would indicate that the reed switch was stuck during the implant. Review of ipg logs at product analysis indicated that the reed switch likely re-opened on the day of explant. While the time of reed switch opening is not recorded in the logs, high impedance was recorded on the daily diagnostic that occurred at ~12:03am on (B)(6) 2018 this is post explant, the generator was explanted on (B)(6) 2018. If the reed switch was still closed, this value would have been near zero even with no lead attached. No functional anomalies were noted with the generator while it was evaluated in the lab. However, data from analysis did confirm that there were several instances that the reed switch was stuck closed during implant. It was also noted that the generator was delivering 0 output; however, this was due to the fact that the device was programmed to 0ma prior to decontamination.